Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "we removed a trident cluster cup & abg modular stem yesterday. Failed components: trident cluster cup & abg stem. Adverse consequences: groin and thigh pain. Update: "no known allegations against the liner, biolox head, or dome hole plug. Right side. Intraop findings were as follows: the trident shell was suspected to be anteverted too much possibly causing iliopsoas pain and the abg stem was causing thigh pain possibly due to the stem being loose".